Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked, and is intermittently delayed in responding to presses. Contact stated they did not know how the touchscreen became cracked. Customer had elevated blood glucose levels reaching over 600 mg/dl. Customer delivered a bolus to stabilize blood glucose levels. Contact indicated they will continue to use the pump for insulin therapy.